Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device implant procedure, there was difficulty connecting the right atrial (ra) lead to the device header. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored